Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) protruded outside the skin. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The sealant was not dislodged from the arteriotomy and did not stick to the device. There was no shallow vessel depth. Button #1 and button #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during use. The vessel diameter was verified to be greater than or equal to 5 mm, with mild vessel tortuosity and mild presence of calcium at the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach, and the deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) protruded outside the skin. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The sealant was not dislodged from the arteriotomy and did not stick to the device. There was no shallow vessel depth. Button #1 and button #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during use. The vessel diameter was verified to be greater than or equal to 5 mm, with mild vessel tortuosity and mild presence of calcium at the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach, and the deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was partially depressed and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was deployed but remained mounted on the unit delivery shaft. The sealant sleeves were examined, and no abnormalities were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was verified to be fully deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test could not be performed, as the sealant was received exposed on the delivery shaft. However, since button 1 was received partially depressed, an attempt to fully depress it was successfully completed, and no damage or anomalies were observed on button 1. The balloon retraction mechanism was verified by fully depressing button 2, which resulted in the expected balloon retraction. It should be noted that incomplete or omitted depression of button 2 during device operation could result in inaccurate sealant placement, as described in the device¿s intended use instructions. An additional verification was performed to confirm that the balloon was fully deflated. This verification was conducted during the visual analysis, where it was confirmed that the balloon was completely deflated and no abnormal conditions were observed. The reported event of ¿sealant-inaccurate placement-partial¿ was observed through analysis of the returned device as it was received with the sealant still mounted on the unit delivery shaft. The exact cause of the issue experienced could not be conclusively determined. Based on the information available for review and product analysis, the condition of the device received does not match the event description provided. It was reported that button 1 and button 2 were fully depressed with the balloon catheter retracted; however, the device was received with button 1 partially depressed and button 2 not depressed at all. Based on this condition, user-related factors (user error) likely resulted in the inaccurate placement of the sealant reported, especially since there were no anomalies noted during button 1 and button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ during step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button #1 is not fully depressed, the deployment of the sealant may not be fully activated as designed. Also, if button #2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.